Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open segmentectomy, the device was not able to fire after it was loaded. It was noted that the surgeon was able to press the green button and to squeeze the handle. The product has been exchanged for another of the same code to complete the case. There was no patient injury.

Event description:
According to the reporter, during open segmentectomy, the device was not able to fire and did not cut tissue after it was loaded. It was noted that the surgeon was able to press the green button and to squeeze the handle. The product has been exchanged for another of the same code to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired with the interlock engaged. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.